Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the patient reported peripheral optic crack, when looking at optic through scope during lens insertion, just the right of leading haptic was cracked. The iol was remained inside eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).